Manufacturer narrative:
This report is submitted on april 04, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to under a skin flap reduction surgery. The implanted device remains.